Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device photo evaluation: visual analysis of the identified photos: opening in the shell and labeled as left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare processional reported "any creases." Patient representative reported patient experienced ¿mental pain,¿ ¿chronic pain, pain prior to explant procedure¿ ¿has suffered, or will suffer, painful removal procedures,¿ ¿treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants, along with increased risk of alcl, fear due to risk of alcl, and any condition or symptoms associated with alcl or the prevention of that issue.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ disfigurement,¿ ¿disability,¿ ¿suffering;¿ these events are not related to the device.